Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. The patient's proximal neck was tortuous and had a narrow area. After a trunk ipsilateral leg component (rlt281416j/13568669) was deployed, a delivery catheter for a contralateral leg component (pxc141200j/13430301) was inserted. However, as the rlt281416j was deployed in the narrow area, it was difficult to cannulate the delivery catheter into the contralateral gate. After the pxc141200j was implanted, touch-up ballooning was performed to the pxc141200j for several times. Intra-procedure imaging revealed a type ii endoleak, but the procedure was concluded with a wait-and-watch approach being taken to the endoleak. A follow-up computed tomography (CT) revealed that the ipsilateral leg near the flow divider was kinked, causing stenosis of the ipsilateral leg. On (B)(6) 2015, thrombectomy was performed, and two metal stents were implanted in the both legs in kissing-stent approach. Blood flow through the ipsilateral leg was improved, and the patient tolerated the procedure.